Event description:
The customer reported less than 50 ml of blue fluid leaked from the right side of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer stated that no differential results were recovered for the sample which was run when the leak occurred. The customer performed a manual smear review of the sample and reported the results out of the laboratory. The operator was wearing gloves, glasses, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a cleaner leak from the right side of the instrument. The fse discovered a pinhole at the I-beam tubing through pinch valve pv37 and proceeded to replace the tubing to resolve the leak and the differential issues. The fse verified the repair as per established procedures and results met published specifications. (B)(4).